Manufacturer narrative:
Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with implantable neurostimulator (ins) for non- malignant pain and failed back surgery syndrome. It was reported the controller screen was blank. The patient¿s controller keeps going black and appears to shut off intermittently. The behavior is random and not linked to a specific action. The patient has reset the controller. Troubleshooting could not be performed due to lack of access to product. It was further reported that the representative met with the patient for reprogramming and stated that the amplitude settings on patient¿s controller are ¿locked out.¿ they can adjust pulse width and rate only. Cycling was enabled and adaptive stim was disabled. It was reviewed session report and intensity is set to off. The rep stated the patient was programmed with access to adjust intensity. The rep will need to meet with the patient to reprogram and check settings but does not have a definitive date. No patient symptoms were reported. No further complications were reported/anticipated.

Event description:
Additional information received from the rep reported that the cause of the inability adjust amplitude was that they had accidentally locked the intensity setting on the controller during a previous programming session. The rep removed/reinserted the battery pack and the issue resolved. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.